Event description:
Explant of infected dual kugel mesh placed on (B)(6) 2002 for an incarcerated ventral hernia and removal of old mesh from prior repair. Pt with multiple partial bowel obstructions and treated with ng tube on (B)(6) 2003, (B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2007, (B)(6) 2007. Fluid collection at mesh on (B)(6) 2007 requiring the removal of infected mesh (from (B)(6) 2002) on (B)(6) 2007, bogata patch placement on (B)(6) 2007. Pt noted with a fistula in small bowel and enerocutaneous. Uncertain if this mesh from 2002 was a part of the bard kugel mesh recall. Symptoms also indicated as possible problems of the recall.